Manufacturer narrative:
It was reported that multiple tele units are in signal loss. During troubleshooting, it was determined that the cable tv wire has a broken connector; causing the signal loss. Replaced the broken connector with a good known spare and the signal loss went away.

Event description:
It was reported that multiple tele units are in signal loss. No consequence or impact to the patient.

Event description:
It was reported that multiple tele units are in signal loss. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: customer reported transmitters on the cardiac floor go into signal loss. When nk installation supervisor went on-site to investigate the issue, it was noticed that customer was experiencing short durations of signal loss. The org receiver closet seemed normal, however the spectrum analyzer picked up elevated and unstable noise floors. The hallway antenna area showed noise floor rise around 612 mhz, a signature of cable tv interference. At the fifth-floor cable tv closet, it was identified that a broken connector caused the elevated signal. This was the source of the telemetry signal loss. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the above history shows system wide signal loss caused by external interference has not occurred before or after the current incident. The root cause of the reported issue was due to facility's cable tv system failure. Corrected information: b3. Date of event. F9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report. D11& c2 11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11& c2 11. Concomitant medical products: multiple transmitters were being monitored on the cns.